Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a known short to shield and driveline fault alarm. A new low speed operation was noted. There was evidence of a pump off on interrogation. The patient was currently under hospice care. Log files confirmed the ongoing driveline fault alarms as well as the new low speed operation alarms. Log files also contained two pump stop events. The events appeared to occur while the patient was utilizing battery and patient cable power, indicating the short to shield had matured to a phase to phase short. Historically relevant MFR numbers: 2916596-2021-05388 short to shield first noted in 2021; 2916596-2023-06492 driveline faults; 916596-2024-02134 progressive wire degradation

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed low speed and pump stomp events; however, a direct cause for these findings could not be conclusively determined through this evaluation. The submitted log files captured low speed and pump stop events while the patient was supported by power module and batteries. These events were associated with low-speed hazards, low flow hazards, and pump off alarms. Additionally numerous driveline fault alarms were captured throughout the log file. Based on previous complaint experience, the low speed and pump stop events could be indicative of a potential issue with two or more wires in the patient¿s driveline. The patient is not a candidate for exchange/driveline repair, previously captured under MFR # 2916596-2024-02134. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further events have been reported at this time. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, rev. A, and the heartmate ii patient handbook, rev. C are currently available. The IFU and patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The IFU and patient handbook state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline indications of driveline damage as well as the how to respond to such events. The IFU and patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.